Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that insulin pump alarmed hardware low level failure. The customer¿s blood glucose was 139 mg/dl. Customer was able to clear the alarm and able to rewind the insulin pump. Customer performed self test and it was failed. Customer states insulin pump had insulin flow blocked alarm. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device received with error 63 in downloaded history. Broken trace noted at pin one of ambient light sensor. No delivery alarm/occlusion during therapy confirmed during testing. Device passed the self test, rewind test, prime/seating test, occlusion, basic occlusion test, force sensor test and the displacement test. (B)(4).